Event description:
Patient reported left side "health concerns" and inquired if there was a "recall" on their implants. Patient reported " hair is falling out, experiencing brain fog "way bad", and "deflated." The reported events of ¿hair is falling out¿ ¿experiencing brain fog "way bad¿ are not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflated."

Event description:
The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.